Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 5.0x40, 40cm mustang balloon catheter was advanced for pre-dilatation. The device was initially inflated at 20 atmospheres and on the second inflation at 24 atmospheres. However, on the third inflation at 24 atmospheres for 120 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and patient's status was good.